Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: pre-evaluation outcome: neither harm to patient, user or third party nor a treatment delay was reported. Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: incident description: summary: unit doesn't start up - progress bar stops, unit hangs, switch-off may be blocked (B)(4). Original complaint: the hospital staff removed the ac power cord in order to check the device. He noticed that the display was black in one minute. He pressed the standby key, then ventilation started. 2 days later, he turned on the device, but it didn't start up (screen was frozen with loading screen and buzzer sounded). We received the device. The phenomena that screen was frozen with loading screen and buzzer sounded reproduced. (See attached video.)

Event description:
The following was reported to hamilton medical ag: incident description: summary: unit doesn't start up - progress bar stops, unit hangs, switch-off may be blocked (em10a01). Original complaint: the hospital staff removed the ac power cord in order to check the device. He noticed that the display was black in one minute. He pressed the standby key, then ventilation started. 2 days later, he turned on the device, but it didn't start up (screen was frozen with loading screen and buzzer sounded). We received the device. The phenomena that screen was frozen with loading screen and buzzer sounded reproduced. (See attached video.)

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause of the issue was a defective esm board. There was no patient or user harm.